Manufacturer narrative:
Changed from: 298223 evaluation statement: the reported event of cracked bezels was confirmed from photos attached to the file, however the cause of the damage was not identified. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that there were several cracks in the pump housings with no reported patient event.